Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer's report #'s 3005099803-2011-01422 and 3005099803-2011-01423. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used during an esophagogastroduodenoscopy procedure (egd) in the esophagus on (B)(6), 2011. According to the complainant, the scope was in a retroflexed position. During the procedure, a resolution clip (manufacturer report # 3005099803-2011-01422) was advanced through the scope to the target site. The clip grasped tissue; however, it was reported that the clip was partially deployed, slightly bent and was dangling from the end of the catheter. The physician was able to detach the clip from the end of the catheter by shaking the device. A second resolution clip (manufacturer report # 3005099803-2011-01423) was used and the same issue occurred. The clip grasped tissue; however, it was reported that the clip was partially deployed, slightly bent and was dangling from the end of the catheter. The physician was able to detach the clip from the end of the catheter by shaking the device. The procedure was completed with a third resolution clip. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
(B)(4): the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.